Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed multiple low reservoir alarms. Customer's blood glucose was unknown. Customer insisted the device did not work. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. No unexpected low reservoir alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump communicated properly with one touch ultra link blood glucose meter and recorded correctly the reading on the screen. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.